Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The customer was told at the hospital that she had a urinary tract infection as well. The reported blood glucose reading at the time of the call was 330 mg/dl. The customer had previously called to report high blood glucose levels and troubleshooting was performed at that time. The insulin pump was programmed correctly and passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.